Event description:
Event description guidant received information that this atrial lead was noted to be fractured during a normal device replacement procedure. Lead measurements were completed and resulted in greater than 3000 ohms pacing impedances. The fracture may have resulted from pressure against the anchoring sleeve.